Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for one (1) colony forming unit (cfu) of staphylococcus saprophyticus on (B)(6) 2022, tested positive for two (2) colony forming unit (cfu) of flore plurimicrobienne on (B)(6) 2022 and tested positive for two (2) colony forming unit (cfu) of flore plurimicrobienne on (B)(6) 2023. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The customer suspected device was returned for investigation. Upon incoming inspection and evaluation of the customer returned device, investigator don't find any damage to the device and the device was sent back to the customer without any repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer did not reprocess the device according to the instructions for use (IFU). Growth of microorganisms were found through culture testing by the user however, the device was not reprocessed. When olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning. This endoscope was not reprocessed before shipment. Before using this endoscope for the first time, reprocess it according to the instructions as described in the endoscope's companion "reprocessing manual" with your endoscope model listed on the cover." Olympus will continue to monitor field performance for this device.